Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation.

Event description:
It was reported that the patient was disconnected from peritoneal dialysis treatment because of difficulty breathing and was transported to the hospital. During follow up with the clinic on (B)(4) 2014 it was learned that the patient expired on (B)(4) 2014.